Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. Reportedly, the customer did not remove the cartridge during pumping at the time of this alarm. Customer's blood glucose level was 282 mg/dl. The cartridge was successfully reloaded resolving the issue.